Manufacturer narrative:
The field service engineer (fse) examined the substrate pump and probe and removed and cleaned the wash wheel. The fse verified all aspirate probes and cleaned both precision and wash valves. The fse verified the pipettor and incubator belt alignments. The fse performed system check, high sensitivity lumwash/inc 52, and completed 20-repetitions troponin precision low control. All results passed within specifications. The customer performed and verified all quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported indeterminate (ind)/no value flags on troponin I (access accutni) results, for two patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni reagent and calibrator. No erroneous results were released out of the laboratory. The customer stated the relative light units (rlu¿s) values for the patients¿ samples were 8,981 and 9,495, respectively. The customer verified the fittings on the substrate bottle and noticed one of the substrate cap fittings was loose and tightened the fitting. The patients¿ samples were collected in the emergency room (ER) in 13x100 mm lithium heparin gel tubes and centrifuged at 3,000 rpm (rotations per minute) for seven minutes. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.